Event description:
It was reported that the patient with the pacemaker system presented to the emergency room with syncope, and brady pacing not delivered when required for approximately 1.5 seconds of asystole. Technical services (ts) was consulted and recommended reprogramming options. This right ventricular (rv) lead sensitivity was programmed at high capture outputs. Suspected ltermlttent oversensing or loss of capture were noted. The pacemaker system remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).